Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent minimum fill notifications were received after loading the cartridges onto the pump. Reportedly, the cartridges were filled with 250 units of cold insulin. Tandem technical support informed the customer to fill cartridges with room temperature insulin. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿